Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb and generator interface pcb battery were evaluated and replaced. System software and calibrations were also reloaded during the service event. The system was tested and found to be working as intended and returned to service.